Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil anchor was loaded with one ultratape and a hole was made with the 4.75 dilator. The anchor was hammered down to number 4 but it broke as the screw was advanced. The bone was firm and the anchor seemed to shear. Some of the pieces were removed from the patient using a grabber and shaver. There was other very small bit that couldn¿t be found or removed from the subacromial space. The procedure was completed with a s+n back-up device in the original bone hole. There was non-significant surgical delay and no other complications were reported.

Manufacturer narrative:
H3, h6 results of investigation: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: based on the information provided, only some of the pieces were removed with a grabber and a shaver. According to the report, a very small bit could not be removed from inside of the patient¿ subacromial space. The retained pieces of the anchor that remains retained in the patient, are made of a biocomposite material which is intended for implantation. However, we cannot rule out the possibility of tissue inflammation and/or pain, micro-motion/migration of the retained pieces. It was reported, the procedure was completed with a s+n back-up device in the original bone hole with a non-significant surgical delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. D4: UDI#.